Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable was broken and would no longer work to charge the pump. Additionally, the wall adapter would not work. Reportedly, the customer was able to charge the pump with an alternate cable and adapter. There was no reported impact to customer's blood glucose level. Replacement cable and adapter were sent to the customer.